Manufacturer narrative:
Additional information received indicated the patient presented for a follow-up appointment. There were episodes with noise on both the ra and rv leads. Noise was also able to be reproduced during testing near the pocket area. It was reported that the sensitivity in the rv was damaged (5 mv) due to the patient's pacemaker dependency. There was a concern that the leads had insulation damage. The leads planned to be extracted and a replaced with a new device system. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead and right atrial (ra) lead exhibited noise and oversensing. Additional troubleshooting planned to be performed in the near future. No adverse patient effects were reported.